Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted. Pericardial effusion was noted on echocardiogram. The cause of the effusion was not determined. The ra lead was attempted to be repositioned, but it was unable to advance the helix during reposition. No additional adverse patient effects were reported.